Manufacturer narrative:
Initial and final MDR 1882133 - device 4 of 4. Patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced an issue with four infusions sets were fell off during use on (B)(6) 2024. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.